Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information was provided with this report. It was clarified that the customer did not have high blood glucose of 438mg/dl and that it was an inaccurate/error reading on the meter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose of 438mg/dl. The customer treated with a bolus. Customer indicated that he may have bolused incorrectly which led to a high blood glucose reading. Troubleshooting advised customer how to administer the bolus and customer declined further high blood glucose troubleshooting. Customer indicated that their blood glucose has gone down to 100 mg/dl and then to 75mg/dl after treating with juice. No further assistance was necessary.